Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; e1; h2. The following sections were corrected: a2; b7; d1; d5; g2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided. Review of the available records identified the following: patient had an initial right tha and had a revision due to a twisting injury causing pain and superior dislocation. Stem was stable. The cup was a little anteverted but not bad, but it was decided to revise the cup. A post-revision x-ray reports good position and alignment with no evidence of failure or loosening. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6) item name bearing 28 mm i.d. 44 mm o.d. Size f lot # 66882645; (B)(6) item name bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14 lot # 3201313. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to a twisting injury causing pain and dislocation. The stem was retained and all other implants were revised without complication. There is no additional information available at the time of this report.